Event description:
The customer reported that generator has an e272 error code displayed and the product does not work. The issue was found during preparation for use in a therapeutic polypectomy. The procedure was completed with a similar device and no delay was reported. There were no reports of harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The subject device was returned to an olympus repair center for. The device evaluation found that the device had a e291 error was due to a defective board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the failure of the analog digital converter on the control board. Olympus will continue to monitor field performance for this device.